Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported by the (B)(6) that a catheter fractured at the hub. The complaint device was reported to be a radial artery pressure monitoring set (part number: (B)(4), lot number unknown). After the hub fracture occurred, the patient went to interventional radiology under anesthesia to have it removed. No unintended part of the device was left in the patient. A review of the device history record (DHR) and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A database search and review of the DHR were unable to be completed due to a lack of lot information from the user facility. The available information suggests that the device was manufactured to specification and that non-conforming product does not exist either in house or in field. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause could not be established. Due to the limited information, cook is unable to rule out manufacturing, device maintenance, patient environment, patient activity, or storage conditions as a cause of this event. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Date of event: 2016. Initial reporter - occupation: unknown. PMA/510(k) #: preamendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the catheter of a radial artery pressure monitoring set fractured at the hub. As a result, the patient had to go to ir under anesthesia to have the device removed. No other adverse effects have been reported. Additional information regarding the patient, device, and event has been requested but is currently unavailable.